Event description:
The report original report received from the affiliate states that the stent had crossing difficulty: the 3.50x18mm cypher stent could not pass through the proximal left circumflex (lcx). The lesion was diffuse with no bifurcation disease, slightly tortuous, moderate calcified and 80% stenosis. The physician succeeded when changed to another device. No impact to the patient and consequence. When the product was returned for evaluation it was noted that it was separated in two pieces. Further investigation showed that when the physician withdrew the stent from the patient, he found the sds broken, it happened outside patient. No injury to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received states that during an interventional procedure, a cypher stent on sds failed to cross the target lesion and after the device was withdrawn from the patient, the sds was separated. The 3.50x18mm cypher stent could not pass through the proximal left circumflex (lcx). The lesion was diffusely diseased with no bifurcation, slightly tortuous; moderate calcified and 80% stenosis. When the physician removed the device from the patient the sds separated. This separation occurred outside of the patient, and no portion was retained within the patient. The physician changed to another device and completed the procedure successfully. There was no report of injury for the patient. One non-sterile cypher select + 3.5 x 18 mm was received inside 2 plastic bags. Two kinks were observed at 4 and 16.5cm from distal end; this condition on the shaft could be related to the way the unit was sent for the analysis. The separation was detected at 47.5 from proximal end. The stent was placed between marker bands, and was not damaged. Crossing profile was measured for distal, middle and proximal sections of the stent and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported "failure to cross" was not confirmed since stent was found within specification. The reported failure "body/shaft - separated" was confirmed. The exact cause of the failures reported by the customer complaint could not be determined; it is likely that procedural factors could contribute with the issue experienced by the customer. Neither the DHR review nor the product analysis suggests that the issue is related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken. The reported "failure to cross" was not confirmed since stent was found within specification. The reported failure "body/shaft -separated" was confirmed. The exact cause of the failures reported by the customer complaint could not be determined; it is likely that procedural factors could contribute with the issue experienced by the customer. Neither the DHR review nor the product analysis suggests that the issue is related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken.